Event description:
During a case in (B)(6) hospital with patient, the 0.2mm tip of the drill bit broke off the end of the cannulated drill bit during a cchs case. The fragment of drill bit could not be located in the patient or under xray so was assumed to not be in the patient. This occurred during a trial of the new product. The procedure followed the correct technique for the system.